Event description:
Sorin group (B)(4) received a report that as the clinician was bringing the s5 system into the operating room for a case he received an electrical shock. The system was removed from the operating room and was not used. The clinician was not injured.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The customer was contacted in order to request additional information. To date no response has been received. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.